Manufacturer narrative:
Medawar n, abdallah r, maarawi sk, maarawi j. Intrathecal baclofen therapy for refractory spasticity: a case series. World neurosurg. Published online 2024. Doi:10.1016/j.wneu.2024.05.009 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medawar n, abdallah r, maarawi sk, maarawi j. Intrathecal baclofen therapy for refractory spasticity: a case series. World neurosurg. Published online 2024. Doi:10.1016/j.wneu.2024.05.009 reported events: a 47 year old female patient diagnosed with a cervical spinal cord injury had been implanted with a intrathecal baclofen pump. After implantation the patient experienced a surgical site infection. The pump had been explanted and the patient was treated with antibiotics before being re-implanted with a new pump.